Manufacturer narrative:
Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a reoccurrence of a previous driveline infection. The timeframe of the patient's previous infection was unspecified. Initially, the patient's driveline infection was resistant to medication. However, the center found an antibiotic that the patient was not resistant to and the driveline infection was resolved. There were no signs nor symptoms of systemic infection.

Manufacturer narrative:
A root cause for the patient¿s driveline infection could not be determined through this evaluation. A full examination of (B)(4) could not be conducted because the patient remains ongoing on vad support; however, the instructions for use lists pocket, local, and driveline infections as adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.